Manufacturer narrative:
Patient information is unknown. (Therapy date): unknown. UDI: (B)(4) expiration unknown(10)lot unknown. Implant and explant dates: due to intra-operative breakage the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a surgery the left 7.0mm multiloc humeral nail (length 255mm) broke. When the locking cap was placed, some of the thread broke off the proximal part of the nail. This portion of the thread remained on the locking cap. No prolongation to surgery occurred. Reported concomitant devices: locking cap (part: unknown, lot: unknown, quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Device history records review was completed for part # 04.017.255s, lot # 5937466. Manufacturing location: (B)(6), manufacturing date: jan 27, 2016, expiry date: jan 01, 2021. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was not the thread that lost parts. Instead, it was the polyethylene (pe) inlay that was loose.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed in (B)(4) for the humeral nail (part number 04.017.255s, lot number 5937466). The subject device was returned with the complaint condition stating shows that the inlay and the screw is missing. A required weldseam is not visible. The complaint was confirmed. The investigation revealed that the laser welding is not conducted as required per router 04.017.255s. The operation welding is executed one by one and not with a fixture for multiple clamping. This does mean that not the whole lot is effected by the missing welding. The review of all non-conformance records (ncr's) with multiloc nails in the period of january 01, 2014 till december 22,2016 shows that no ncr is related to a missing welding. The review of all complaints with multiloc nails in the period of january 01, 2014 till december 22,2016 shows that no ncr is related to a missing welding. As immediate action a 100% visual inspection if the welding is conducted has been implemented. The complaint is confirmed and valid from the manufacturing standpoint due to the fact that the inlay and the screw are not inside the nail 04.017.255s. The root cause is listed as manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.